Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was explanted. No further complications were reported or anticipated

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, stall due to gear wheel 3. Interrogation of the pump determined it was used to infuse baclofen 500mcg/ml at 73.94 mcg/day and morphine 2.0mg/ml at 0.2958 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and intractable spasticity. On (B)(6) 2019 it was reported a motor stall was seen at initial interrogation. The motor stall was active. Per the reporter the patient fell on saturday and now the pump has a motor stall. There were no patient symptoms and no further complications were reported.